Manufacturer narrative:
The insulin pump was received with blank display due to corroded on lcd board. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump stopped working. The customer's spouse reported that the act button was unresponsive. The customer's blood glucose was 109 mg/dl at the time of incident. The insulin pump will be returned for analysis.